Manufacturer narrative:
Information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. The hemostatic valve regurgitated blood after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Additional information was later received which indicated there was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood loss was a few drops, but the exact amount is unknown.

Manufacturer narrative:
On 24-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. The hemostatic valve regurgitated blood after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was missing off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).